Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer attempted to change the cartridge, and then received a cartridge error message during the load process. Customer's blood glucose level was 95 mg/dl. Customer indicated that they have a back up pump for continued insulin therapy.